Event description:
It was reported that during preventative maintenance, multiple pumps were found to have battery charging issues. The user reported that these pumps had been left plugged in but were not used for an extended period of time. The battery stopped charging and/or had battery communication timeout errors. According to the user, the diagnostics screen no longer displayed the battery charge cycles, current capacity, etc. The batteries were replaced with new ones, and the issue resolved. No patient injury was reported.

Manufacturer narrative:
Six batteries were received by the manufacturing site. However, the items could not be found or recovered to conduct an investigation. A device history record review is not applicable in this case because the defective component (battery pack) was manufactured by a third party. The battery packs manufacturing records were retained by the supplier at their manufacturing site and were not readily available for review. The root cause could not be established.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08475 is no longer considered reportable, please disregard any MDR reports associated with it.